Manufacturer narrative:
Concomitant medical products: 4068-52, lead. Implanted on (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling pounding in their chest, shortness of breath and fatigue with exertion, even though multiple reprogramming attempts were made to the rate response feature on the implantable pulse generator (ipg). The physician suspected that the accelerometer and rate response feature were not functioning properly. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.